Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. H3) the lld ez was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld ez. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and an abandoned right ventricular (rv) lead due to non-function. An active rv lead was also present within the patient but was not targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics glidelight laser sheath, along with a spectranetics visisheath dilator sheath, and a spectranetics 13f tightrail rotating dilator sheath, the rv lead was removed successfully. Next, using the glidelight and visisheath on the ra lead, advancement halted at the subclavian. Switching to the 13f tightrail, progress stalled before the ra, but with traction, the lead was removed. A pericardial effusion was detected, and rescue efforts began, including pericardiocentesis and sternotomy. An ra perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.